Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint that there was air in the line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported the unspecified bd¿ alaris extension set tube developed a bubble while being used on a patient. The following was provided by the initial reporter: the tube developed a bubble while being used on a patient.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the unspecified bd¿ alaris extension set tube developed a bubble while being used on a patient. The following was provided by the initial reporter: verbatim: the tube developed a bubble while being used on a patient.